Event description:
The salute fixation device is intended for fixation of prosthetic material. During the test fire at the sterile table, the scrub nurse repeatedly deployed candy cane shape or straight wire constructs. A second disposable cartridge was lodged, and the device continued to malfunction with mis-shaped constructs. The case was completed with another device with no affect to the pt.